Event description:
The pt reportedly experienced sound quality issues since initial stimulation. The pt stopped using the device in 2007 to due to the sound quality issues; however no actions were taken by the clinic. During testing of the device on (B)(6) 2012 the pt experienced loss of lock. Advanced bionics is in the process of gathering more info; once more info is obtained a supplemental report will be submitted.